Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported an occlusion alarm occurred. During troubleshooting, a test bolus was delivered and insulin was observed dripping out of the infusion set tubing as expected. Customer declined to remove the site. Blood glucose ranged from 128 mg/dl to over 400 mg/dl with diabetic ketoacidosis. Reportedly, the customer reverted to manual injections as alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been performed and the alleged issue was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned.